Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the green light was lit on the monitor, but would not turn on at all. The unit had infrequent use. The user was bale to calibrate the cdi cell and use it for the entire case without issue. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.